Event description:
It was reported that the home patient had a system error 2240 (air in line/set) on the homechoice device during dwell two of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical service representative advised the patient to complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.